Event description:
It was reported that during a right ventricular (rv) lead implant attempt, the physician had difficulty positioning and manipulating the lead. When the physician was unable to position the lead, the lead was removed and damage was noted on the superior vena cava (svc) coil. The lead was not used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and the exposed svc (superior vena cava) defibrillation coil became extrinsically fractured due to pulling/stretching/overstress. Visual summary analysis of the lead indicated damage at implant. The analyst noted that the exposed svc coil is fractured and distorted at 39 cm. The lead was damaged at the implant attempt. The lead was unable to pass through the introducer smoothly. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.